Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results when testing one patient with two coaguchek xs meters, one coaguchek xs pro meter, and two different test strip lot numbers. All testing was performed by the customer while on the phone with roche technical support (within 7 hours). Please refer to the medwatches with the following. Patient identifiers for information related to each test strip lot number: (B)(6). A sample from the patient was tested on the patient's coaguchek xs meter serial number (B)(4) using test strip lot 19449013, resulting as 4.4 inr. A sample from the patient was tested on the hospital's coaguchek xs pro meter serial number (B)(4) using test strip lot 27216712, resulting as 6.0 inr. A sample from the patient was tested on the patient's coaguchek xs meter serial number (B)(4) using test strip lot 27216712, resulting as 4.4 inr. A sample from the patient was tested on the hospital's coaguchek xs meter serial number (B)(4) using test strip lot 29494211, resulting as 5.3 inr. A sample from the patient was tested on the hospital's coaguchek xs meter serial number (B)(4) using test strip lot 27216712, resulting as 4.6 inr. No adverse events were alleged to have occurred with the patient. The customer's product has been requested for investigation.

Manufacturer narrative:
The meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.5 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, customer meter with customer strips: 2.4 inr, customer meter with customer strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 8 %. Returned customer material and retention material comply with the specification. Relevant retention test strips (lot 294942, lot 272167, lot 194490) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.